Event description:
It was reported that the patient was unable to deploy the infusion set during a supply change because the needle guard was not removed, which prevented proper infusion set deployment and connection to the pump; the agent guided the patient to replace the infusion site, reconnect to the pump, complete the fill cannula step, and resume delivery. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms, no hospitalization, and restoration of therapy after troubleshooting and education. Investigation included technical support review and user guidance during troubleshooting. Investigation of this case revealed incorrect infusion set deployment and connection related to user handling of the infusion set needle guard. It was concluded, based on previously established findings for similar reports, that the cause was user error.